Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery gauge was fluctuating and that the customer received a power source alert after plugging the pump into a wall outlet. There was no adverse affect to the customers glucose level. Reportedly, the alert cleared, and the pump began charging after leaving the pump plugged into a power source. The customer was sent a replacement pump.